Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported that a revision left knee surgery was performed due to a loosened patellar component. A synovectomy was performed and the patella and poly insert was exchanged.